Event description:
My son had a blood glucose (bg) of just over 200. A couple hours later, after treatment and continued use of the insulin pump, it had risen to over 600. He dosed and continued to count on the pump to do its thing. Yet he remained over 600 and continued to feel worse. He did all the appropriate troubleshooting, yet still remained high. Finally he had to lie down to rest and only then got a "no delivery" alarm from the pump. This particular brand will tell you it is dosing, subtracting for estimated remaining insulin in the cartridge, recording it is giving you insulin successfully, cranking the piston rod forward, all while an insulin cartridge is completely detached. It does not notice, let alone give you warning. It also doses and does all the above when the cartridge is completely empty, no alert, it is so dangerous. We can watch the pump, do all the safety checks, and all the troubleshooting, and still not be getting accurate dosing or feedback. The company knows about these errors yet does not fix them. It is this model, not this particular unit. We've had to have the unit replaced several times due to failure and breakage.